Event description:
The advocate stated her husband's blood glucose on the contour was 29mg/dl at 9:00pm. He became unconscious and they gave him orange juice by spoon. At midnight his blood glucose had risen to 90mg/dl. He was treated at home only. Product was not expected to be returned. Advocate obtained a prescription to get a new meter.